Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the blood glucose was high. The customer reported that the sensor was inaccurate. Customer stated right now his sensor glucose was 65mg/dl and his actual blood glucose was 105mg/dl. Customer stated last night it was 210mg/dl on his pump and his actual blood glucose was around 425mg/dl. Customer stated it keeps suspending on a low. Customer stated his high blood glucose started at about 250mg/dl. Customer stated he received a message for insulin flow blocked and he changed the infusion set. Customer stated at the time he was trying to deliver a bolus. The customer was offered to troubleshoot for sensor glucose versus blood glucose but customer decided it was going to take out the sensor and call back when he is in a better mood. The customer was offered to troubleshoot for high blood glucose but declined. Customer gave himself a manual injection to treat and bolused with his pump for high blood glucose. The insulin pump will not be returned for analysis.